Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot p306381 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is may 12, 2005. The source of the manufacture date is the release to warehouse date.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: manufacturing release date: may 12, 2005 x2 pioneer surgical technology manufactured the cable tensioner (part 391.201 / lot p306381) for synthes. Two (2) receipts of this lot were inspected and conformed to the synthes, incoming final inspection sheet. There were no material record reports, non-conformance reports, or complaint related issues with this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip revision surgery involving a depuy total hip replacement revision (hip polly swap head ball with bone strut reinforcement), the cable tensioner failed to release. The failure to release resulted in the cable becoming stuck inside the tensioner. Another cable tensioner was available for use and the procedure was successfully completed. The original hip replacement device was reported to have been implanted approximately 30 years ago and will be addressed separately from this cable tensioner event. There was no report of surgical delay or patient harm. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one of the following device(s) was received: cable tensioner (part 391.201 / lot p306381). The returned device shows significant use during its 10+ year lifespan. The gold knob on the device does not operate, and a portion of cable is stuck in the device and cannot be removed. The cause of the complaint condition is unknown, but it is likely that wear a lack of lubrication are the cause of the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guides. The cause of the complaint condition is unknown, but it is likely that wear a lack of lubrication are the cause of the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.